Event description:
One endeavor sprint over the wire (otw) drug eluting stent was implanted in the 1st obtuse marginal during the index procedure. It is reported that the pt suffered a myocardial infraction (non-stemi) approx 3.5 months post index procedure. It is reported that the pt presented with a non-stemi, pt had used cocaine and stopped taking plavix. The pt was found to have 100% occlusion of the lcx and underwent a thrombectomy. It is reported that the pt recovered with treatment and was discharged in a stable condition. The pt presented with unstable angina approx 4 months post index procedure and was diagnosed with systolic heart failure. It is reported that the pt was treated with IV lasix and recovered with treatment. Approx 5.5 months post index procedure it is reported that the pt was admitted to the hospital with coronary artery disease. Pt recovered with cabgx4 and mitral valve repair (mvr). At the 6 month follow up the pt's worst angina status was reported as ii per (B)(6). It is also reported that 6.5 months post procedure the pt was admitted to the hospital with congestive heart failure. It is reported that paracentesis was done and the pt was released.

Event description:
During the index procedure the 3rd om was treated with balloon angioplasty only. Approximately (B)(6) post the index procedure repeat angiography for a nstemi and recurrent angina without a (B)(4) study revealed a 100% stenosis with a filling defect consistent with thrombus in the proximal cx just after the 1st om (a site of no previous intervention), 100% stenosis in the mid cx, a patent stent in the 1st om with 10% stenosis and a 100% stenosis in the proximal rca as noted in the catheterization report. The patient underwent thrombectomy, balloon angioplasty and placement of one bms stent in the proximal/mid cx. The patient developed respiratory distress due to pulmonary edema and was treated with bipap, furosemide, nebulizer treatments and a nitroglycerin drip.

Event description:
Approximately 3.5 months post the index procedure the patient presented to hospital with non stemi -100% acute occlusion of prox dominant lcx felt to be likely culprit. Another brand stent was implanted in the mid lcx. The investigator has indicated the event was not related to the study device procedure or drug. A 6.5 months post index procedure the patient was admitted to the hospital with congestive heart failure and pleural effusion. It is reported that thoracentesis was carried out; the patient was released in stable condition. Approximately 8 months post the index procedure the patient presented with shortness of breath, and was admitted with congestive heart failure exacerbation. The patient was treated with lasix and milrinone and released in stable condition. The investigator has indicated the event was remotely related to the study device procedure and drug.

Manufacturer narrative:
(B)(4). Eval: results: (mi, occlusion).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent thrombosis). (B)(4).